Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found a loose tip clamp in the problem area of the pipetter assembly. The fse replaced the tip clamp and a broken tip retaining clip. The instrument was inspected, tested without furter problem, and returned to service.